Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: (B)(4), unavailable, product made prior to gtin compliance date. Investigation summary: the product was returned to ethicon for evaluation. One winding former with a detached needle and one suture was received for analysis. Product code exn32. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Device history review: "a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date suture was used. After opening the product, the suture and the needle was not connected to the suture. No adverse patient consequences were reported.